Manufacturer narrative:
Pump error 54 was triggered due to threadx queue failure - suspecting the hw. Open-book was generated since the internal memory test failed in the bootloader(0x4f=error_main_intern_hal_hw_error_e) - suspecting the hw pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor and force sensor. Successfully downloaded history files and traces using thump. Verified pump alarmed pump error 43, multiple times, on 04/30/2023 starting at 13:38:47.000, in pump's downloaded history, due to moisture damage on the motor. Verified the pump alarmed pump error 54 in pump downloaded history on 04/30/2023 at 14:26:06.000 with line number = 131 and file number = 32019 and pump error 63 variable 9 on 04/30/2023 at 14:26:06.000 due to hardware error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, corroded battery tube, serial number label stained, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed due to the internal memory test failed in the bootloader(0x4f=error_main_intern_hal_hw_error_e) and isolated to the hw per global logic analysis. Pump error 54 and pump error 63 variable 9 were confirmed due to hardware error. Pump error 43 was confirmed due to moisture damage on the motor. Pump exposed to moisture confirmed at pcba 1, pcba 2, motor and force sensor. Cosmetic damage was confirmed at the serial number label. Unable to confirm rewind anomaly due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was beeping asking to rewind in a loop. Troubleshooting about the allegation was not recorded. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for failure analysis.